Event description:
It was reported that the rv lead was capped and replaced. The patient was stable.

Event description:
New information received on 27 mar 2020, indicates that there was still high impedance and increasing thresholds on the right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with elevated pacing thresholds and high pacing impedance on the right ventricular lead. No resolution was reported, and the patient was stable.